Event description:
This console was not on a pt. The customer reported that the vacuum control lock knob on the console was not functioning as expected. A clinical engineer at the hospital adjusted the mounting screws on the knob and it locked as expected. This alleged product malfunction poses no risk to a pt because it occurred during routine console checkout and was not on a pt. In addition, the alleged malfunction does not negate the ability of the console to continue to perform its life-sustaining functions, as the vacuum system continued to perform as intended, and adjustment range and functionality were not affected. A review of the console device history record confirmed that the vacuum control knob was operational at the time the unit was shipped to medical center on 25 april 2006. Upon receipt by the center, console checkouts were performed by a clinical engineer on 07 august 2006 and 25 august 2006. Both forms indicate that the unit passed the vacuum setting test. Syncardia is closing this file.